Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, while slitting the sub-selector, it was sheared transversely. Part of the sub-selector could be removed and the other half was removed using a small, sterile scissors to allow it to be further slit. The sub-selector was removed from the body and it was noted that there was a bend in it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the catheter was returned and analyzed. Analysis revealed that the slitter was not returned, therefore condition is unknown. The catheter shaft is kinked at 14 cm (this could be due to difficult anatomy) and shaft is separated at 28 cm (from the handle), blood is visible on shaft. Spiral slitting (technique issue) is visible. The catheter was damaged during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.